Manufacturer narrative:
Other applicable components are: product ID: 37603, serial# (B)(4), product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the patient had similar issues of shocking with their previous devices, but it was a lower intensity of shocking. There were no further complications reported.

Manufacturer narrative:
Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2015,explanted: (B)(6) 2019, product type: extension. Product ID 37603, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the boot issue of it not being covered at the junction between the lead and extension was believed to be the cause of the shocking sensation. The cause of the boot not being covered at the junction between the lead and the extension wasn't determined and was unknown. No further complications were anticipated.